Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had multiple pump error. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported they were able to clear the alarm and was unable to rewind the pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the operating currents, self test and displacement test. No unexpected restart alarm and no unexpected battery power loss anomaly noted during test.